Event description:
The patient requested that the device be explanted because they did not feel the device was relieving their reported pre-operative tinnitus. There is no reported evidence of device malfunction. Revision surgery to remove the device was scheduled.